Manufacturer narrative:
Depuy has received information stating that the depuy liner was used in conjunction with a competitor head. Manufacturer: stryker product: femoral head (part: 6260-9-236, lot: mmtymk). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
Patient was revised to address dislocation. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. It was reported the depuy liner was implanted with a competitor femoral head. This use of a depuy device is not recommended and is considered off label use. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.